Manufacturer narrative:
The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, the product is distributed within. The sub-olive wire is manufactured with implant grade material. The device history record was reviewed for device 1405-2015, lot mt16301 and no issues were identified during the manufacture or release of the device that could have contributed to the problem reported. Based on information provided, upon compressing the joint the sub-olive wire broke resulting in the tip being implanted in the patient. The most likely cause cannot be determined due to the device not being returned for evaluation; however it is possible the technique utilized on the instruments applied additional bending forces to the device. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2017 the tip of an olive drill broke off while compressing the joint. The surgeon confirmed radiographically that the drill tip was implanted in the patient and completely encased in bone. A backup device was available and the surgery proceded without further incident. No additional patient outcomes were reported.